Manufacturer narrative:
The subject device was returned for investigation and is ongoing. The cause of the arterial rupture, abdominal hemorrhage, and loss of blood could not be definitively determined based on the information currently available. While there was no report of ivl catheter malfunction, a review of the returned device showed evidence of damage. It was reported that the physician was aware that the 12mm ivl catheter was 40-50% oversized for the patient's vessel segment and that the use was off-label. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave l6 peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the iliac arteries. The vessel was pre-dilated with a 3.5mm x 100 mm sterling balloon followed by a 4.0 sterling balloon. During ivl treatment, the 12mm ivl catheter was placed in the portion of the vessel that measured 7-8mm, causing the artery to rupture. Abdominal hemorrhage and loss of blood was also noted. The patient required CPR (cardiopulmonary resuscitation) and a blood transfusion. The physician used covered stents to repair the rupture. The patient was doing fine following the procedure. While there was no report of ivl catheter malfunction, it was reported that the physician was aware that the 12mm ivl catheter was 40-50% oversized for the patient's vessel segment and that the use was off-label.

Manufacturer narrative:
The subject device was returned for investigation and the distal marker band was noted to be missing. The returned catheter was found to be damaged and detached at the inner member and outer shaft. The cause of the device getting stuck could not be definitely determined, but review of the manufacturing and test documentation does not reveal any issues with the manufacturing of the device. The device passed all of swmi's acceptance criteria prior to shipping. Based on the reported information. There was no report of ivl catheter malfunction nor any device detachment that occurred. The device was completely removed from the patient following ivl treatment. It was reported that the physician was aware that the 12mm ivl catheter was 40-50% oversized for the patient's vessel segment and that the use was off-label.